Event description:
Report rec'd of an independent rate change. The diprivan was a 1% solution in a volume of 100ml with a concentration of 1mg/ml. The diprivan solution was infusing on channel a. The dosage was being titrated down from 18ml/hr to 9ml/hr during the night. The titration had begun at 7:00pm on the day before the event when the diprivan was infusing at a rate of 18ml/hr. By 4:40am, the diprivan rate had been decreased to 9ml/hr. At 5:10am the pt's blood pressure machine alarmed. The pt's blood pressure was reported to be 60/30mm hg. The nurse checked the IV pump at this time and noted that the diprivan was infusing at a rate of 99ml/hr. The infusion was discontinued, the pt's main IV solution of normal saline, which was on channel b was run "wide open" and the pt was placed in a semi-trendelenburg position. The physician was notified. The customer reported that the blood pressure returned to baseline. At 6:00am on the following day, when the rn was clearing the pump for the next shift, she noted that the rate on channel a where the diprivan had been infusing was 999ml/hr. Though requested, no further info was available.